Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection manifested by diarrhea and stomach pain. The patient was treated with unspecified infusion therapy for the event. Pd therapy was ongoing during the treatment. The cause of the event, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date "around aug and sep2023". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.